Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain in the right leg and buttock. However, the physician believes the pain is due to an unrelated health issue. The patient has also lost weight. In turn, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent a re-programming session on (B)(6) 2017 and effective stimulation was achieved in all of the patient's targeted areas of pain. The reported issue is now resolved.